Manufacturer narrative:
Corrected data: event date. Investigation summary: although the evaluation of the submitted log files confirmed the report of low flow hazard alarms, a specific cause for the low flow values could not be conclusively determined through this evaluation. In addition, a direct correlation between heartmate 3 lvas, and the reported patient outcome could not be conclusively established. The heartmate 3 lvas IFU lists right heart failure, and pericardial fluid collection as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing this file for this event.

Manufacturer narrative:
Age of device: 23 days. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with left ventricular assist device (lvad) on (B)(6) 2018. It was reported that lvad alarmed persistently for low flows and pulsatility index (pi) events from (B)(6) 2018. Patient underwent an echocardiogram (echo) which indicated right ventricular (rv) dysfunction as well as plural/pericardial effusions. It was unclear if the patient had true rv dysfunction or if the effusions caused the rv issues. The patient was sent for paracentesis to drain the effusions. Once the effusions were drained, the lvad flow improved and low flow alarm was less frequent. Patient had a stroke, family withdrew care and patient expired subsequently on (B)(6) 2018. According to physician, pump worked as expected. It was also reported that the low flow alarms got worse as the rv dysfunction and effusions progressed. Once the fluid was takes off, flows improved and the left ventricle (lv) responded to speed changes on echo. No further information was provided.